Manufacturer narrative:
A ge svc rep performed an onsite investigation. The film mode was disabled and the camera shutter was adjusted to reduce the fluoroscopy dose rate according to the physicist requirement. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys's film mode was disabled as requested in the physicist report and the camera shutter and the fluoroscopy dose rates needed to be adjusted. No pt injury was reported.